Event description:
It was reported in a service report, the gas cylinder, retaining ring, trolley support brackets, and track roller assemblies were replaced. The cot functionality was not affected.

Manufacturer narrative:
Bracket, roller assembly.